Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding the personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. The patient reports that since they used lithotripsy on her, the pump hasn't been functioning correctly. The doctor turned the pump off. Yesterday, the doctor turned the pump back on, and programmed her boluses for 6 boluses/day, 1x/4h. She got locked out for 11 hours and 14 minutes. The patient confirmed that all of these problems started on (B)(6) 2019. Actions taken prior to the call included the patient calling the doctor¿s office first. They directed her to contact the manufacturer¿s representative (rep). The rep directed her to contact the manufacturer for further assistance. The patient noted that she has gotten locked out before and the hcp has kept increasing the medication dose due to the pain. Reviewed information regarding lockouts, including accessing lockout information with the ptm. Lockout parameters: 1x/day, 1x/10m, 6x/24h. Reviewed the lockouts with the patient and encouraged the patient to follow-up with the healthcare professional (hcp). Further review indicates lockout is due to maximum activations. Caller redirected to follow up with the hcp to address lockouts and symptoms reported in the call. They will be seeing the hcp in 2 weeks for a pump analysis. Her next refill was (B)(6) 2020 (written as 2019). Her medication dose and concentration was possibly "15 ml." The rep has helped in the past with understanding codes that have appeared on the ptm. It was confirmed that there was no issue with these prior incidents and that they were codes like the 8503 physician bolus code that she previously didn't understand (no allegation indicated by the patient). The rep called back to discuss lockout issue. Reviewed requested information with the rep. The rep indicated she would be following up with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8835, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-11, additional information was received from the healthcare professional (hcp). Clarification was requested regarding the "pump was not functioning". The hcp stated, "pump functioning. Patient wanted to try oral pain control." The patient's weight was (B)(6). All other requested questions were answered "na".